Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump "malfunctioned due to battery recharge overheating". The customer declined follow up contact from tandem, therefore clarification and additional information could not be obtained.